Event description:
It was reported that the insulin pump alarmed motor error alarm and another error, and that insulin was "squirting" out during the manual prime process. The motor error alarm occurred during the prime process. The blood glucose reading was 179 mg/dl. No significant events leading to the alarms were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.